Event description:
It was reported that this lead was abandoned surgically due to a fracture. No additional adverse patient effects were reported.

Event description:
It was reported that during a normal device changeout procedure it was noted visually under fluoroscopy that this left ventricular (lv) lead was fractured. This lead was surgically abandoned. No additional adverse patient effects were reported.